Event description:
It was reported that an increase in the pacing impedance of greater than 3000 ohms was observed via home monitoring about 79 months after the implantation. During the follow-up, damage to the insulation was observed in the region of the df-1 connection. More damage is suspected in the shock coil region. The lead was damaged during the explant, and the distal part remained inside the patient. A new lead was implanted. The lead is currently undergoing analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut through 12.5 cm and 45 cm distal of the is1 connector pin. The distal lead fragment, including the rv shock electrode with tip electrode was missing for the analysis. The cutting edges of the available fragments matched. The returned fragments were examined visually and electrically. 2.5 cm distal of the connector pin, the insulation was fractured at the df1 connector exit. Marked signs of abrasion could be seen at the fork. The cause for these is probably an unfavorable, kinked position of the implanted lead at the generator housing. In addition, conductor fractures of the rope conductors to the shock electrode and to the ring electrode were detected at the other available fragment. The associated counterparts of the torn rope conductors were not available for analysis, they remained inside the patient with the distal part of the lead. The characteristics of the damage manifestation leads to the assumption that the conductor fractures were caused by high tensile forces during the extraction procedure. Since the distal lead fragment was not available for analysis, no further investigations regarding the cause for the clinical complaints could be performed. There were no indications of a material defect or manufacturing error.